Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: d284drg; product ID 5076-52. (B)(4).

Event description:
It was reported that there was a power on reset (por) with the implantable cardiac defibrillator (ICD) as a result of therapy delive red. It was noted that ventricular tachycardia and ventricular fibrillation episodes were present at the time of the por and the first attempted therapy was unsuccessful. Following the por, the delivered therapy was successful. It was later reported that the patient was deceased and died in the hospital due to ventricular fibrillation. It was reported that the death is not associated with the ICD system and was inactivated with a magnet prior to the death due to reoccurring slow ventricular tachycardia.